Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms. It was suspected that this patient has twiddlers syndrome as this patient had previously twiddled. This patient was sent for x rays. Technical services (ts) discussed the potential outcome of twiddling and the risk of the lead being compromised or damaged. The physician was considering going submuscular. This rv lead remains in service. No adverse patient effects were reported.